Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The event was manifested by diarrhea and vomiting for six days prior to hospitalization. Treatment details and action taken with physioneal therapy were not reported. Fourteen days after admission, the patient was discharged from the hospital. The event outcome and patient recovery status were not reported. No additional information is available.